Manufacturer narrative:
A siemens headquarters support center (hsc) reviewed the event. Hsc stated siemens does not have validated instrument parameters and does not support the use of the immunalysis eddp method on the advia 1800. This reagent is distributed by siemens for use with the viva instrument product line only. The use of this reagent on the advia instrumentation has not been studied and siemens has no claims of performance of this reagent with this analyzer model. Using this reagent on the advia instrument is non-standard use and not supported by siemens. The cause of the discordant, falsely elevated eddp result is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated eddp (metabolite of methadone) result was obtained on a patient sample on an advia 1800 instrument. The initial result was released to the physician(s), which was questioned. The customer repeated the same sample on the same advia 1800 instrument, resulting lower. The customer repeated the same sample four additional times, confirming the first repeat result. The customer issued a corrected report with the first repeat result. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated eddp result.